Event description:
Procedure- flexible bronchoscopy with balloon dilation. 10mm aeris balloon dilation catheter: per dr. The balloon was inflated while in the patient and the balloon broke in the patient. Per dr., no product/balloon residual was left in the patient.